Event description:
Reporter indicated that vns patient was hospitalized because they "almost arrested". It was reported that since vns implant, the patient had been "coughing from abnormal secretations when sitting" and that they had "no muscular power". The patient was reportedly choking and drooling and was having difficulty sleeping. The patient was reportedly"gray in apperance". The patient's device was programmed to off, after which the patient's condition improved. There are no plans to program the device back to on at this time. Investigation to date has been unable to determine the cause of the reported events.